Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.